Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers were leaking water at the connection between the chamber dome and the chamber base after 2 weeks of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers were leaking water at the connection between the chamber dome and the chamber base after 2 weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the progress of obtaining the complaint mr290 chambers from the hospital. We will provide a follow up report upon receipt of the complaint devices and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the domes of both chambers were cracked in several locations along the base. Residue was found on both chamber domes, near the cracks. The print on one of the chambers was found to be slightly smeared. A lot check revealed that no other complaint of this type for lot number 110908. Conclusion: our investigation results indicate that the cracking observed on the chamber from this complaint was most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned devices, the residue present on the chamber domes indicate that the domes came in contact with cleaning solutions containing ethanol, which contributed to the cracking of the chambers. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).